Event description:
It was reported by the customer that when the device was powered on during preparation for use for a diagnostic procedure, the device was shooting liquid and making an abnormal noise. As the event occurred during preparation for use, there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint, the air pump tubing had water invasion. Additionally, service found the front panel mouth was chipped, a worn out socket slider switch was causing intermittent high intensity mode, the igniter was firing weak, and the lamp was expired (over 500 hours). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a water leak from the output connector socket due to a faulty air pump. The specific root cause of the of the faulty air pump could not be determined at this time. Olympus will continue to monitor field performance for this device.